Event description:
It was reported that one day post implant there was high impedance on the left ventricular (lv) lead. A setscrew issue was suspected. The pocket was reopened, the lead was retested, the pin was reinserted in the cardiac resynchronization therapy defibrillator (crt-d) header, and the setscrew was tightened. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.